Event description:
It was reported that the procedure was to treat a mildly calcified and moderately tortuous vessel in the right coronary artery (rca). Pre-dilatation was performed using a 2.5x12mm balloon at 10 atmospheres (atms). The 3.5x15mm xience xpedition stent delivery system (sds) was deployed at 10 atms. The stent was post dilated with a 3.5x8mm nc balloon and post dilatation, a proximal edge dissection was noted. A 3.5x8mm stent was used to treat the dissection. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.